Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no nonconformities were found. At this time, nevro is awaiting for the return of the explanted device.

Event description:
It was reported to nevro that a patient had acquired an infection following a revision procedure. The patient was hospitalized and was given IV antibiotics. The device was explanted. There was no further report of complication.

Manufacturer narrative:
The purpose of this follow-up report is to correct the original date of follow-up 1. The original date of the follow-up report should be november 22, 2017, but was reported as november 21, 2017.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual analysis of the returned devices did not find any anomaly. The devices were functionally tested and analyzed. The devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing and sterilization records for all implanted devices were reviewed and no nonconformities were found.